Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.9.0) installed on iphone 16e (ios 18.7.1) with mmt1885 780g pump (software ver. 6.7v) was conducted and confirmed the issue was not reproduced. After conducting a thorough investigation, we have identified that the user had a problem with the pump certificate update process. Unfortunately, this process was failing with 500 errors, which in this case could be some corrupted data on teneo side or on the pump. Issue is not confirmed. The issue was successfully resolved by replacing the pump for the user. In analytics, we could see that users are uploading dayly with different pumps and don't have these problems anymore. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a communication issue between carelink and the mobile device as the customer cannot upload data with an upload error 16. The customer reported no adverse event. The event involved product(s) mmt-6102. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. A product return is not applicable for non physical devices.